Event description:
It was reported that the sternal saw power was weak. No other details regarding the nature of the event were provided.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ MFR #1828100-2021-00446.